Event description:
It was reported that an ilet bionic pancreas sustained a cracked screen that rendered the touchscreen unresponsive. A replacement device was shipped with instructions to return the damaged unit. No injury reported. Outcomes included temporary interruption of ilet therapy, with the user reverting to an alternative insulin therapy. Investigation included customer interview, shipment verification, and return logistics review. Investigation of this case revealed physical damage to the user interface display consistent with screen breakage, with no associated device alarms reported. It was concluded that the event involved device damage to the display/touchscreen and was addressed by device replacement, with no clinical harm reported.